Event description:
Rptr experienced an anaphylactic reaction to this lens cleaner. She had used this type of cleaner from about age 18 without problems. During the month prior to the episode, rptr twice used the cleaner and had marked eye irritation lasting 1-2 days. On 3/28/94, rptr had soaked her lenses, following their weekly cleaning in the device, for 2 days in a disinfectant solution. Forty-five mins after inserting the lenses, she experienced rapid onset of conjunctival injection, swelling of the lips, tongue and oropharynx, hives and erythema of the hands and forearms, and wheezing. Rptr used an epinephrine pen. She was also treated with an albuterol inhaler, additional epinephrine, IV benadryl and oral corticosteroids by emergency personnel.